Manufacturer narrative:
Due to no similar failures found in the DHR review,due to no product returned and no other product available from lot to review and no similar complaints within an 18-month period, the root cause of the complaint cannot be determined. Should further information come available that impacts the findings in this investigation it will be reopened. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The above components were removed during knee revision surgery. The surgeon said that the cause for revision was pain and tibial loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).